Event description:
Patient was treated for an l4 fracture with spinal canal narrowing. Patient instrumented dorsally with cement and mirs at l3-l5 along with kyphoplasty, hemilaminectomy and transpedicular pe at l4 on (B)(6) 2012. Construct consisted of 4 screws, 4 locking caps, 4 screw bodies and 2 rods. On (B)(6) 2012, patient developed an osteoporotic compression fracture at l2 and underwent revision surgery. Patient was cemented dorsally with an extension of mirs instrumentation to l1. Extension construct consisted of an additional 2 locking caps, 2 screws, 2 screw bodies and 2 rods. This is the fourth of 14 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.